Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. On the third day of support it was reported that the patient experienced an acute frontotemporal infarct with hemorrhage. Additionally, it was noted that the patient had gastrointestinal bleeding and limb ischemia. It was noted that the patient died during impella cp support. Additional clinical details, including perioperative course, contributing factors, and cause of death, were unavailable at the time of reporting.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: ppae: (ischemia & stroke): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. (Major bleed): the cause of the injury was not determined due to insufficient clinical details.